Event description:
Caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. Multiple previous occlusion events were also reported, which did not adversely impact the customer's blood glucose level. To resolve these issues, the customer changed the infusion set and cartridge and resumed insulin.